Event description:
During internal failure analysis investigation, the patient side manipulator (psm) arm failed the brake weight drop test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house weight brake drop test. The axis-2 brake was replaced and the psm arm was upgraded with new brakes, gears, bearings and shafts. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.